Manufacturer narrative:
(B)(4).

Event description:
The customer called the philips response ctr (rc) for the part number of the mrx device ac power module and reported that the heartstart mrx device failed to power on with ac power module. There was no patient involvement.